Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was noted at 25.6-27.3cm and 33.9-34.7cm from the connector pin. The etfe coating was intact at these locations. Reliability laboratory technician; no complaint received with return of device. Failure (event) observed during the analysis.